Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 44 mg/dl. The customer ate and then bolus for breakfast and blood glucose dropped after that. The customer informed the doctor and instructed her to take glucose tablets.